Event description:
It was reported by a company representative that a physician's tablet was getting intermittent communication errors. The usb serial data cable was removed and inserted and 15 seconds was allowed to pass before attempting to interrogate, and the issue persisted, the usb serial data cable was swapped and the issue was resolved. The suspected usb serial data cable was discarded and is unable to be returned for analysis. No additional relevant information has been received to-date.